Event description:
User stated one of their water tanks was cracked at the lighter gray piece where the water comes into the jug. She stated the techs noticed there was water on the floor before performing maintenance so cleaned it up with paper towels. She stated the tech then informed her that she noticed the tank was dripping water so replaced it with another tank. No pt samples were involved. No operators were harmed. The field service rep determined the water connection valve was leaking at the water tank. He had the operator tighten the fitting at the water tank.